Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) had a "system check failed" error and to change consoles. This issue occurred during start up. There was no patient harm reported.

Manufacturer narrative:
The investigation has been completed. Data analysis: the console (ic4664) logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to this communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. Device analysis: upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed pbm contamination which has impacted a neighboring rs232 communication channel. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. D9 updated. H3 updated.